Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that insulin pump had multiple pump issues. Customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump buttons were not working, seemed to be not responding and screen went blank. The customer reports that insulin pump screen going blank and then returning. Troubleshooting was declined. The insulin pump will not be returned for analysis.